Event description:
The customer reports false negative results on the ortho provue for the antibody screen test that was 1+ in manual gel testing.no erroneous results were reported.(B)(4)

Manufacturer narrative:
The sample in question was initially tested on the provue and a "?" Result was issued. The same sample was then repeated on the provue and a negative result was issued to the same cell#1. Visual examination of the column to cell#1 in the image provided, a weak cell disturbances can be observed. Manual gel testing of the sample against the same lot of screening cells also produced a 1+ reaction to the cell#1.